Manufacturer narrative:
The ventilator was investigated on site and the nozzle units in the o2 and air gas modules were replaced. No parts were returned for investigation. Evaluation of the received device log shows no matching event on the reported event date. Between (B)(6) to (B)(6) several pre-use checks have failed and from (B)(6) no pre-use check has passed. The first failing tests indicate a sticky membrane in the nozzle unit. The last failing tests performed shows that several subtests were failing; internal leakage, pressure transducer, safety valve and flow transducer test. This indicates additional problems, not only a sticky membrane in the nozzle unit. The nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release, that may cause a pressure higher than expected and explain the first failing pre-use checks but do not explain the last failing tests. The nozzle unit should be changed during the yearly preventive maintenance or after 5000 hours of operation. The last documented yearly preventive maintenance was performed july 7, 2016. The lack of preventive maintenance is the most probable cause of the reported fault. As no goods were returned for investigation, the cause of the reported failure could not be determined.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's reference #: (B)(4).